Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 with no complications due to high pacing lead impedance caused by subclavicular crush. The patient was discharged.